Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s had low alert at 43 mg/dl and checked his blood glucose level 39mg/dl at the time of the incident later after a few minutes, it was 49 mg/dl. The customer was treated for the low blood glucose with juice and food. The insulin was not delivered for two and a half hours and his blood glucose readings before nine hours was 118 mg/dl. The customer reported that the pump does not allege for over delivering. The customer finally checked the blood glucose was 142 mg/dl and sensor glucose was 83 mg/dl. The product will not return for analysis.